Event description:
Caller reported temperature alarms 10 and 11. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.